Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device knife blade did not retract and had came out between the jaws. There was no patient involved.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device was returned with the knife blade exposed. The reported conditions were confirmed. The knife blade could not retract back to its home position. The log taken from the device's chip showed the device was used 23 times. The investigation identified the root cause of the reported event to be user error for subjecting the device to multiple uses or reprocessing. The instructions for use (IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.